Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device alarmed with a 09/001 (backwards motor) service alarm. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.